Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges the device has heating up issue. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information received and box h11 should be reported as: the manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges the device has heating up issue. There was no report of patient harm or injury. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During investigation manufacturer observed minor contamination on the exterior and interior of device and its seals of the humidifier. The manufacturer confirms the presence of contamination in the airpath and unable to find evidence of sound abatement foam degradation or breakdown. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed contamination the device and are consistent with being from an external source. In box h11: (device) problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid codes are updated.